Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had not been receiving their basal. They had received an insulin flow blocked alarm. The customer's blood glucose levels had been from 260 mg/dl to 495 mg/dl. No symptoms or treatments of the high blood glucose were mentioned. Troubleshooting was performed and insulin was able to exit. The device will not be returned for analysis.